Manufacturer narrative:
Additional information received from the local field representative indicated that isometrics and pocket manipulations were performed in an attempt to recreate the noise. Noise was unable to be recreated and there were no changes in impedance measurements. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited fluctuating pacing impedance measurements to greater than 3,000 ohms. There was no noise observed in the arrhythmia logbook or presenting electrogram (egm). No adverse patient effects were reported.